Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during treatment of the groin artery with a tea scar patch, there was difficulty inserting the introducer during femoral access. Another manufacturer's introducers were used to dilate the puncture site and the tip broke off when the introducer was pulled out. Due to the plastic plaque and scarring in the femoral artery, the tip of the sheath was difficult to remove. A section of the device remained inside the patient's body resulting in an additional procedure to search out the tip and make a shortcut. Reportedly the patient experienced additional time in the hospital and pain due to the event.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and trends have been conducted for the purpose of this investigation. The product was not returned to assist in the investigation. Work order could not be reviewed for nonconformance due to a lot number not being provided. Without a lot number a search for additional complaints was not conducted. Upon reviewing the records used to assist with the investigation, there was no evidence to suggest the device was not manufactured according to specifications. Each device is included with the IFU which state, "sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The IFU also includes the following warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." With the current information available, it is feasible to suggest that the patient's condition (plastic plaques in the a. Femoralis and/or scar tissue) could have contributed to damaging the device and/or caused resistance during removal, thus leading to the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during treatment of the groin artery with a tea scar patch, there was difficulty inserting the introducer during femoral access. Another manufacturer's introducers were used to dilate the puncture site and the tip broke off when the introducer was pulled out. Due to the plastic plaque and scarring in the femoral artery the tip of the sheath was difficult to remove. A section of the device remained inside the patient's body resulting in an additional procedure to search out the tip and make a shortcut. Reportedly the patient experienced additional time in the hospital and pain due to the event.